Event description:
Intra-aortic balloon catheter inserted (B)(6) 2024. On (B)(6) 2024, the intra-aortic balloon pump (iabp) had helium loss alarms. Manufacturer called, troubleshoot attempted with suggestion to remove iabp and replace with new iabp to avoid any helium leaks intravascularly. Pump removed and replaced with new pump. All connections and driveline changed per manufacturer suggestion. New helium loss occurred. Balloon catheter removed and replaced with new balloon catheter per manufacturer suggestion. The initial catheter is one of the products on the recall list from teleflex. Reference report # mw5157493.